Manufacturer narrative:
On 2/5/2024, the sn was entered into the ncmr database with no returns. This indicates that the device was designed and manufactured to specifications.there was a notable condition (nc-010988) provided on the iview regards to the tibial jigs for surgeon, which has no bearing on sterilization. The device was manufactured and processed through vhp sterilization on 2/14/2023 on lts-v batch run # 2197. Review indicates that the device was designed and manufactured to specification. All sterilization requirements were met. Infection is a known complication of joint replacement surgery. Cause of infection cannot be conclusively determined to be related to the device based on the available information.

Event description:
A replacement component (tibial inserts) order was received from the surgeon indicating that revision surgery is planned for this patient. The original surgery date: (B)(6) 2023. The new surgery date: (B)(6) 2024. The reason is infection based off of email received on 1/11/24 from sales rep.